Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty and subsequently required a manipulation under anesthesia approximately 3 months post implantation. At approximately 1 year post implantation, the patient reported severe pain, limping, difficulty ambulating, and the knee giving out. The revision was performed at an outside facility due to instability. The liner was exchanged without complications. Attempts have been made and no further information has been provided.